Event description:
It was reported that a potential rv lead fracture under the suture sleeve was suspected. The lead configuration was programmed to unipolar and the physician plans to continue monitoring.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Review of stored device memory noted the first out of range measurement occurred four days post implant. Technical services (ts) discussed potential causes. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that a potential rv lead fracture under the suture sleeve was suspected. The lead configuration was programmed to unipolar and the physician plans to continue monitoring.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Review of stored device memory noted the first out of range measurement occurred four days post implant. Technical services (ts) discussed potential causes. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.